Manufacturer narrative:
B7: endovascular treatment of a descending aortic aneurysm using two conformable gore® tag® thoracic endoprostheses on (B)(6) 2018. G3/g4: dhrs reviews were completed for the primary device and the concomitant device were both completed in full on (B)(6) 2022. H6: 213, no device problem found - a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: 4315, cause not established -conclusion code was omitted in previous report.

Event description:
The following information was reported to gore: on (B)(6) 2022, a patient underwent endovascular treatment of an arch aorta aneurysm using two gore® tag® conformable thoracic stent graft with active control systems. 22 fr and 24 fr gore® dryseal flex introducer sheaths (dsf) were used for access from a left femoral artery. First a 22 fr dsf was used, then the 24 fr dsf was used. After the procedure an access angiography revealed a dissection in a left common iliac artery. As reported by the fsa, during the procedure when the 22 fr dsf was inserted, it seemed to be inserted without resistance. After that, when 24fr dsf was inserted, it seemed to be difficult to insert. However it was not confirmed which dsf device may have caused/contributed to the event.

Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) used include: part dsf2433, gore® dryseal flex introducer sheath, (B)(4), UDI: (B)(4). Engineering evaluation could not be performed as the device was discarded at the treating facility. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection. Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result.